Manufacturer narrative:
A revision was performed and this lead was successfully repositioned. No adverse patient effects were reported. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. No adverse patient effects were reported.